Event description:
Customer reported the panorama central station displayed a blue screen, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Customer was provided with a loaner display while the unit is being returned to the company's national repair center.